Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient underwent a hip revision procedure approximately six years post-implantation due to cup migration and liner wear. The cup, head, and liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 11 states, "wear and/or deformation of articulating surfaces."

Event description:
Patient underwent a hip revision procedure approximately six years post-implantation due to cup migration and liner wear. The cup and liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Complaint is confirmed with the visual inspection. Scratches on the head and cup likely incurred during implant removal or after dislocation. . It is confirmed that the liner's rim shows signs of impingement. The liner rim has been worn indicating likely a greater risk of impingement force than under normal use which may lead to dislocation. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.